Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the down arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: during investigation, the keypad was removed and there was contamination found under all the key contacts. Unrelated to the original complaint, the keypad was found to be peeling up from the base. There was no other damage found to the keypad. The down and up keys were not responsive to user presses while the contrast and ok keys were intermittently responsive during investigation. When the pump was powered on, the display appeared dim and discolored. Additionally, the battery compartment was found to be cracked.